Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16834. It was reported that the patient presented in the operating room for an upgrade. While extracting the right ventricular lead it was noted that the lead was adhered to the right atrial lead. The leads were removed and replaced. There were no complications and the patient was stable.